Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that the pump settings had been erased following a battery change. This complaint is being reported because the alleged issue could cause the patient to not use their pump. There was no serious injury associated with this complaint.

Manufacturer narrative:
The device was returned to the manufacturer and investigation completed by product analysis on 19-jan-2018 with the following findings: review of the black box and pump alarm history reveals no activity outside normal use. The battery cap returned for investigation was intact and able to fit securely to the pump. On investigation, the pump powered on normally and ez-prime steps were performed correctly. The pump was exercised for 24 hours without any errors, alarms or warnings occurring. The pump¿s batter cap was removed from the pump to simulate a battery change and the pump powered up to the correct basal and time/date settings. Investigation did not confirm nor duplicate the alleged ¿information deleted after battery change¿ complaint. The pump was found to be operating as intended without malfunction.